Event description:
Upon analysis of the device, the microcatheter shaft was found to be broken. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device history record review confirms that the device met all material, assembly and performance specifications upon its release. Visual inspection of the returned device showed a break in the catheter shaft 14.5 cm from the catheter hub with 14.5 cm of the braid exposed. A confirmation test of the coating was carried out to check the presence and integrity of the coating. No coating was noted to be missing or peeled, however damage to the coating was evident distal to the break. The type of damage noted to the catheter shaft are indicative of inadequate flushing of the dispenser hoop prior to removal of the catheter. Based on analysis of the device and available information, the coating damage was likely caused by excessive force used in attempting to remove the microcatheter from the dispenser coil. Consequently, a root cause of user/use error will be assigned to this complaint.